Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer after the case. The customer stated that the system started without errors on the date of the event. The issue was reportedly resolved with a system reset. The system has been used multiple times after the event with no further errors. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A log review was performed and the following was confirmed: system serial #(B)(4), event date: (B)(6) 2022, and procedure name/category: hysterectomy/gynecology. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed that multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer converted to an open surgical procedure after the start of the procedure due to non-recoverable errors on the da vinci system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the master tool manipulators (mtm) right error followed by disabled manipulator was noted. The surgeon encountered an error followed by difficulty moving the manipulators. The reporter explained they were in the process of converting the surgery to open procedure as they could not control the instrument arms. The logs reflected errors 25520 and 25517 pointing to 5v errors on the mtm followed by the staff disabling the right mtm. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the customer that a power cycle of the system would be required to re-enable the mtm. The reporter explained she had to disconnect from the line to attend to the procedure. No troubleshooting steps were completed during the call. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.